Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in clogging the air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention of foreign material and the facility device reprocessing was confirmed to have been performed in accordance to the IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscope¿ ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ ¿1. Cover the spray valve hole with your finger¿. ¿2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿inspection of the spray function¿ ¿1. Cover the spray valve hole with your finger¿. ¿2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. It was observed that there was a leakage due to a scratch on the switch button #1. In addition to the foreign objects in the nozzle, additional evaluation findings were as follows: the bending angle in the up direction did not meet the standard value, the scope connector cover unit and the protector of the universal cord on the scope connector cover side had a scratch, and the forceps channel port and the suction cylinder were shaved. The following components had scratches: the free/engage lever and knob, the up/down and left/right knobs, the plastic distal end cover, the scope connector cover, the switch box, the universal cord, the grip, the control unit, the suction connector, the switch button #3, and the connecting tube. Also, the switch button #4 had wear, the control unit had discoloration, the suction connector was dirty, and the play of the up/down knob was out of standard value. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis lucera elite gastrointestinal videoscope, there was a pinhole on the switch button #1. There was no patient harm associated with the event. The device was returned and evaluated and upon evaluation, there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.